Manufacturer narrative:
The actual complaint product was not returned for evaluation. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
It was reported that a consumer experienced burning and stinging in her left eye on (B)(6)2015 and was seen by her eye care provider (ecp). The consumer was diagnosed with a chemical burn and was given tobramycin/dexamethasone for use four times a day for seven days. A follow-up appointment was not scheduled, but the consumer was advised to call if the event did not resolve. Additional information received on (B)(6) 2015 revealed that the consumer uses multipurpose solution in conjunction with the use of the lens care solution. Additional information was received on (B)(6) 2015 via adverse event form from the ecp. The adverse event form stated that the age of the consumer's lenses at the time of the event was two weeks, and she had a daily wear schedule of ~16 hours a day with monthly lenses. The consumer had a pre-existing ocular history of sensitivity to contact lens solution preservative (poloxamine/ dymed). It is noted that the event caused severe pain, moderate redness, watery discharge, and corneal staining with a severity of greater than 50%. The clinical diagnosis was a chemical burn due to hydrogen peroxide. The consumer was prescribed tobramycin/dexamethasone, one drop in the left eye four times a day for seven days, and an opioid pain medication, one tablet every six hours for 24 hours. The consumer was unable to wear lenses during the event, and had a follow-up appointment scheduled for (B)(6) 2015. In addition to the adverse event form, the examination record from was the eye care provider was received on (B)(6) 2015. It noted that the exam occurred on (B)(6) 2015 and the primary complaint of the consumer was that she put the contact lens in her eye in the morning and the cleaner did not neutralize the solution and burned her left eye. The contact lenses associated with the event were monthly lenses. The consumer flushed her eye out as much as she could stand before coming in to be seen. The examination revealed normal readings for the external exam, the exam of extra ocular muscles, eyelashes, eyelids, neurology, orbit, sclera, iris, lens, anterior chamber, posterior segment, vitreous, optic nerve, macula, and choroid. The pupils were found to be equally rounded, reactive to direct, consensual and near stimulation. The mesopic pupil size is 3mm in both eyes. The slit-lamp exam revealed that the tears demonstrated meniscus, with the corneal epithelium, stroma, and endothelium appearing clear and healthy. The cornea exam revealed that the corneal epithelium, stroma, endothelium, and tear film appeared clear and healthy, and "clear geographic pek os." The conjunctiva exam revealed a normal conjunctiva with trace desiccation in both eyes. There were air bubbles found under the bulbar conjunctiva, "sup temp os, gr 3 injection." The impression and diagnosis found was a corneal and conjunctival burn with a prescription of tobramycin/dexamethasone, one drop in the left eye four times a day for seven days, and an opioid pain medication, one tablet every six hours for 24 hours, along with the use of artificial tears. Additional information received on (B)(6) 2015 from the eye care provider stated that the patient was not seen that day and had no appointment scheduled. Additional information has been requested but not yet received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).